Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was beeping constantly and not working and had a blank display. The customer's blood glucose level was 296 mg/dl. The customer was assisted with the troubleshooting for damage. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly. No constant tone noted. Device was received without the original battery cap and unable to verify damage battery cap. Device was received with cracked battery tube threads, cracked case along the side of the battery tube and missing display window cover.